Manufacturer narrative:
H6: investigation summary our quality engineer inspected the picture sample returned for evaluation. Bd received one picture for this incident. The provided image presents sufficient evidence to confirm the defect of label content missing. This defect is known to occur during the packaging process. A device history record review showed no non-conformances associated with this issue during the production of this batch. The missing print could be due to an error when the new roll of packaging top web is connected to the end of the previous roll. There are controls in place for this type of defect. Product with this type of defect should be automatically rejected and separated. Operators sort through the rejected product, selecting good product and then hand-pack a dispenser. Due to human error the packages were most likely hand-packed after initial rejection. Missing print may also occur due to a clogged or damaged printer. Product with missing print could be potentially packaged automatically. A clogged or damaged print head component is unlikely to result in completely blank units, as some text would most likely be printed. A software failure with the printer could result in a completely blank package label. A corrective action project had been initiated to implement a vision inspection system which will inspect product for missing print. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that nexiva 20ga 1.25in hf y was missing label information. This occurred on 6 occasions. The following information was provided by the initial reporter: we received in the import 6 units of nexiva 20ga 1.25in hf yin which does not bring the product specifications (batch, expiration, etc.) For which we request me you can support it with a credit note. The distributor comments that the invoice to which the product is related is 0357956 expiration date 11/30/2023.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 20ga 1.25in hf y was missing label information. This occurred on 6 occasions. The following information was provided by the initial reporter: we received in the import 6 units of nexiva 20ga 1.25in hf yin which does not bring the product specifications (batch, expiration, etc.) For which we request me you can support it with a credit note. The distributor comments that the invoice to which the product is related is 0357956 expiration date 11/30/2023.